Event description:
Stryker aggressive plus cutter 3.5 mm that was reprocessed by ascent. Upon insertion, the md noticed silver particles falling on the meniscus prior to any shavings being performed. Item taken off field and given to or manager. Wound flushed several times. Health professional's impression======================felt it was due to reprocessing